Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No ramping numbers or scroll bar moving on its own noted during testing. Broken belt clip slot noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 244 mg/dl. Troubleshooting was performed. The device was returned for analysis.